Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood (bg) glucose ranged between 26 mg/dl to displayed as "high"; although specific value was not provided. The customer consumed carbohydrates and glucose tablets to treat the low bg. The customer declined to provide treatment for the elevated bg. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.